Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware removal surgery was performed on (B)(6) 2017 due to a malunion of a fractured thumb. The patient is a football player and had originally been implanted on (B)(6) 2016 with one (1) 2.0mm cortex screw to treat a fractured thumb. He began playing football again on an unknown date and his thumb began to dislocate. The screw was removed intact during the revision surgery and the procedure was successfully completed. There was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).